Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "delayed unwrapping of iab". Additional information states that to continue therapy manual inflation was preformed. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint for "delayed unwrapping of iab" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends.

Event description:
It was reported "delayed unwrapping of iab". Additional informaiton states that to continue therapy manual inflation was preformed. No patient injury or consequence reported. The patient's curent condition is reported as "critical".